Event description:
It was initially reported on (B)(6) 2012 that the patient never had therapeutic effect following implantation of an implantable neurostimulator (ins). It was also reported that therapeutic benefit decreased at night. The patient had not tried other therapy programs and was going to try program 2 on the patient programmer set for 1.4 v. Twelve days later, it was reported that a bladder infection had developed and the patient was placed on antibiotics. The patient had only a slight increase in therapeutic benefit from program 2 and had moved on to program 3. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Lead model: 3093-33 lot#: v856682 implant date: (B)(6) 2012 explant date: na; programmer model: 3037 serial#: (B)(4).